Event description:
It was observed that during the device evaluation that there was foreign material in the air/water tube and cylinder. The glue between the server plug in and distal end was worn out and the inside of the light guide lens was stained on the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified. The cause of the foreign material remaining in the air/water cylinder/channel could not be specified as there was no damage to the area where it was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). In regards to the foreign material (residual liquid) at the distal end, it is likely it remained because reprocessing could not be conducted properly due to the shaved end. Furthermore, it is likely the light guide lens remained stained because the foreign material was adhered to an area other than the outer surface of the device and therefore could not be eliminated by reprocessing. Although, the stain could not be conclusively identified, it is possible the light guide lens glue peeled off due to physical or chemical stress, which allowed humidity to enter the device, and caused corrosion. The event can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.